Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which both leads were explanted and replaced. Effective therapy was established post-operatively.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedance. Reprogramming was performed. Still, the patient underwent surgical intervention on (B)(6) 2024 during which the patient was re-trailed with a new system. Effective therapy has been established. It is unknown which lead had high impedance.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8754819.

Event description:
Additional information received indicates that the patient may undergo surgical intervention to explant and replace the system.